Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the out of range pacing lead impedance, increased threshold and noise that was noted on the right ventricular (rv) lead was resolved. The rv lead was capped and replaced during a routine device exchange procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, out of range pacing lead impedance, increased threshold and noise were noted on the right ventricular (rv) lead. The device was reprogrammed by turning off high voltage therapy on the rv lead. The event is expected to be addressed in future unrelated procedure. The patient was stable and will continue to be monitored.